Event description:
During attempt to advance a coronary stent with delivery sys with the sheath retracted to the target lesion site in the pt's right coronary artery, resistance was noted and the stent subsequently embolized into the right coronary artery. The embolized stent was retrieved using an snare and the sds was withdrawn without coomplication. There were no clinical sequelae reported relative to this event.